Event description:
It was reported that expected reservoir volume was 6 ml; the actual volume was less than 1 ml. About a month after the patient¿s last refill the patient had nausea and was admitted for nausea and vomiting. The patient experienced underdose symptoms. The hospital did a lot of palpating over the pump to the point where the patient had a huge bruise on the caudal half of the pump. The patient came back in for a refill on her normal date and again the hcp (healthcare provider) did not get anything. The hcp refilled the pump and had the patient come back in. The patient came back nauseated again just as bad as the last time. The hcp withdrew 39 ml <(>&<)> programmer was showing an expected volume of 39.6 ml. The pump was set to minimum rate and diagnostics were done (B)(6) 2013. No anomalies were found during the rotor study and dye study. The programming was confirmed to be accurate. The pump was delivering morphine (25 mg/ml at 1.2 mg/day). The hcp was considering changing the concentration to 10 mg/ml and having the patient come back more frequently to observe pump.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, lot# n154496, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014 due to end of life (eol). No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of pump motor o-ring wear. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.